Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an error message "art bgmonitor failure" code f101. The user re-booted the device and re-attached the shunt sensor and is now operating to specifications. The user reported the surgical procedure was completed successfully and there were no adverse consequences to the pt as a result of this event.